Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 2.1 failed and would not allow the user to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 2.1 failed and would not allow the user to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device other operator. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2 was failed to detect on the communication bus. The field service engineer (fse) reseated all connections in the drawer, which resolved the issue. During diagnostics, the 1x3 pocket failed to open and had to be removed from the drawer. No other issues were found. The fse confirmed the functionality using the diagnostics. The system functioned as intended after the field service engineer repaired the device.